Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on an unknown date due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2014 implanting a biomet stem. Patient was further revised on (B)(6) 2014 due to dislocation. Competitor product was removed and replaced. Patient underwent another revision procedure on (B)(6) 2015 due to wound dehiscence that was not device related.

Manufacturer narrative:
Additional information was received on april 3, 2015 that included the item and lot number. The item # revealed that it was actually manufactured in (B)(4) and is not manufactured or marketed in the u.s.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.